Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received failure battery alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that she changed the battery multiple times but the insulin pump screen stayed blank. The customer also stated that she tried putting back the battery when she heard a sound and it worked. The customer mentioned that she was using lithium energizer battery. The customer was advised to use alkaline battery. The customer stated that the display returned when she inserted alkaline battery. The customer was also advised to monitor the insulin pump. A replacement battery cap will be sent.